Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, a patient with placenta previa was being treated for post partum hemorrhage following a cesarean section delivery. A cook bakri postpartum balloon with rapid instillation components was used, and the balloon was placed after the incision was sutured. They injected 300ml of saline into the balloon. The operator noted a leakage and removed the balloon. Blood loss was estimated at about 1000 ml. Hemostasis was achieved with another new device. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The complaint device was returned without packaging. Biomatter was present in the tubing. The balloon was inflated and left to sit for 5 minutes. No leakage was noted. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the device failure could not be confirmed, as the returned device did not leak during testing. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter: name and address: phone: (B)(6). Occupation: other non-healthcare professional: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a patient with placenta previa was being treated for post partum hemorrhage following a cesarean section delivery. A cook bakri postpartum balloon with rapid instillation components was used, and the balloon was placed after the incision was sutured. They injected 300ml of saline into the balloon. The operator noted a leakage and removed the balloon. Blood loss was estimated at about 1000 ml. Hemostasis was achieved with another new device.